Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the bronchi during a bronchoscopy procedure performed on (B)(6), 2014. According to the complainant, during the procedure silver fragments were seen in the patient. Suctioning was done to remove the fragments, and the fragments were not visible after suction. However, no diagnostic procedure was done to confirm whether the fragments remained in the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Upd description: the complainant confirmed that the returned device, radial jaw 3 pulmonary biopsy forceps was the complaint device. Visual analysis of the device shows the jacket scratched and damaged at the distal section near the clevis exposing the coil. The jaws/cups are in good condition and no components were found detached. Based on device condition and additional information, the most probable root cause is "operational context" due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the bronchi during a bronchoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure silver fragments were seen in the patient. Suctioning was done to remove the fragments, and the fragments were not visible after suction. However, no diagnostic procedure was done to confirm whether the fragments remained in the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.